Manufacturer narrative:
The device is available for evaluaton, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an x-tip guide sleeve separated in the cancellous bone between the first and second molars. The separated piece will likely be removed surgically.